Event description:
It was reported that bd intima-ii leakage at catheter junction the patient was admitted to the hospital due to lower limb venous thrombosis. On june 9, 2025, the nurse on duty followed the doctor's orders to administer intravenous fluid therapy to the patient. While flushing the tube, she found that the closed venous indwelling needle y-type catheter adapter was leaking at the connection with the needle cannula and could not be used. She immediately replaced it with another indwelling needle, causing no harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4109463): 1)the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. Customer returned 1 photo, no actual samples. The photo show that the sample specification is 18g,the specific location of the leak could not be identified from the photo. 3. The retained sample of this batch is taken for leakage test,the leakage test is qualified,and the test in accordance with product specifications,no leakage was found . 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.because the specific area of the leak could not be identified from the returned photo,and no defective sample is received for further examination, abnormal state of the defective sample cannot be identified,so the root cause of the leakage cannot be determined.the plant will continue to monitor the defect.